Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the external paddles of the device are defective. There was no patient involvement. The philips bench evaluated the device and confirmed the external paddles are defective. The philips bench informed the customer of the defective external paddles and recommended new external paddles be purchased. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the external paddles. The reported problem was confirmed. It has been concluded that no further action is required at this time the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.